Event description:
Technician alleged that the brakes were not holding when locked. No pt impact.

Manufacturer narrative:
The technician found the brake caster stems were cracked. The technician replaced the brake casters and supports to resolve the issue.